Manufacturer narrative:
Evaluation summary: one opened knife was received with a foam protector in a blister for the report of blunt knives. The sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration and sharpness testing could not be performed due to the damage of the sample. Photos of the packaged product are attached to the parent complaint and have been reviewed by the manufacturing site. No manufacturing defects can be observed. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edge exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested but not received. (B)(4).

Event description:
A doctor of ophthalmology reported that the knives from a pak were blunt during surgery. The knives were in contact with the patient´s eye but there was no patient harm. The surgery was completed with a replacement knife. Additional information has been requested but not received. This is one of two reports being filed for this issue.